Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported the patient¿s first pump was implanted on (B)(6) 2013 and removed due to infection. Additional information has been requested, but had not been received as of the date of this report.